Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold was present within the bd alaris¿ extension set cap. The following information was provided by the initial reporter: "black mold or mildew in cap."

Manufacturer narrative:
H6: investigation summary: one sample of extension set item number 30914 was submitted by the customer for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Evaluation of the sample submitted revealed that there was foreign matter embedded in the safety cap of the distal male luer connector. An attempt to analyze the foreign matter using fourier-transform spectroscopy was attempted, however, the material is embedded into the mold of the safety cap, and cannot be separated. A device history record review for model 30914 lot number 22019365 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue with the sterility of the components from the supplier. The supplier investigation indicates that the issue of the foreign matter lies with the supplier of the cap. A quality alert was created to prevent this defect from the safety cap supplier. The supplier has been contacted and made aware of this defect. H3 other text : see h10.

Event description:
It was reported that mold was present within the bd alaris¿ extension set cap. The following information was provided by the initial reporter: "black mold or mildew in cap."